Event description:
On 10/12/2009, the pt reported his insulin infusion sets have not been properly adhering to his body which has resulted in elevated blood glucose readings of up to 14 mmol/l (252 mg/dl). His target blood glucose range is 7-10 mmol/l (126-180 mg/dl). He stated this morning his reading was 14 mmol/l (252 mg/dl) and, when he checked his infusion set, he discovered the adhesive had peeled away from his skin. He removed the infusion set at issue and discarded it. He said, he inserted a new infusion headset and within 6 hrs, his blood glucose returned to his target range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.